Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. It was recommended that this device be replaced. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. It was recommended that this device be replaced. No adverse patient effects were reported. Additional information was received which indicated the pacemaker was explanted and replaced. No additional adverse patient effects were reported.